Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a esophagogastroduodenoscopy with bleeding in the gastrointestinal tract, performed on (B)(6) 2009. According to the complainant, during the procedure, while using the resolution clip device, when they went to grasp the tissue, the jaws of the clip would not close. The device was removed from the patient. The case was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4) other (won't close). The complainant indicated that the device was disposed of and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. (B)(4).